Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 22-24 mmol/l (396-432 mg/dl) since (B)(6) 2010. The infusion tubing had been in use for 2 weeks and she was advised to change the infusion tubing every 4-5 days. She changed the infusion set and the next day, her blood glucose returned to normal. On (B)(6) 2010, she reported her blood glucose elevated to 22 mmol/l (396 mg/dl) in the morning, 24 mmol/l (432 mg/dl) in the afternoon, and 18 mmol/l (324 mg/dl) in the evening. She switched to her backup infusion device and she had no further issues. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.